Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant medical products: mentor smooth round high profille 330cc saline breast implant, catalog number 3503330, serial number (B)(4). (B)(4).

Event description:
It was reported that a female patient underwent a primary breast augmentation with mentor smooth round high profile 330cc saline breast implants that bilaterally deflated after implantation. As a result, patient had the device explanted on 2016. This report is for one of the two devices.

Manufacturer narrative:
On 6/18/2018, the device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).